Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported the dressing came off and the wires were dangling. Consumer reported they are allergic to latex and broke out at the incision site. Patient later reported they were not having an implant done because of an infection. No further complications reported/anticipated.